Event description:
It was reported that the ilet pump experienced battery depletion behavior, with the device appearing to enter a startup loop when placed on the charger and failing to fully power on; the battery indicator reportedly dropped from full charge to low within a day, and the user transitioned to backup therapy with blood glucose not affected, consistent with a premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.